Event description:
During peripheral transluminal angioplasty of right superficial femoral artery utilizing "rotablator," rotablator burr lodged in artery--unable to remove. Anesthesia called. Pentothal given--patient went to sleep. Nitroglycerin given into artery, and it was possible to remove burr at this timedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, inherent risk of procedure. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, invalid data. Invalid data - on device destroyed/disposed of status.